Manufacturer narrative:
It was concluded from the product investigation that the reported symptom of lz54 (unable to complete treatment) was not confirmed; the reported symptom of lf10 (fluid leak) was not confirmed with testing; the returned cassette was received with a 1.5 inch (approximately) gash between domes "a" and "b" on the hard plastic side. Bag one was cut at the connection point. Connection point missing; an internal inspection of the cycler found no visual evidence of fluid and the reported symptom of lz76 was not confirmed with testing. Also, the clinical investigation concluded there was no ill effect from the fluid leak incident, pd fluid remains clear, no fever, no chills or any sign of infection. No antibiotics taken, no medical intervention received. Pt is now using replacement cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported by the pt/user on (B)(6) 2012 he received a m71.3 pressure leak. He stated that the door popped open and the tubing set fell out of the cycler while he was in treatment. He was still connected to cycler. Pt was assisted in canceling the treatment. She said there was solution leaking from the tubing set. They could not determine where the leak was coming from.